Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). Per the medwatch form received, the customer reports the umbilical artery catheter was placed without difficulty by the physician. When hooking up the transducer to the line, the nurse noted a small crack just below the molded strain relief on the extension, where a small amount of blood was leaking out. The uvc was removed and they attempted to place another line but was unsuccessful. The customer further reports that the uvc was inserted on (B)(6) 2014. The customer reports there was no harm to the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. (B)(4).